Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose of 10 mg/dl. The customer stated the paramedics came to treat him to his house. The customer stated that the settings on the insulin pump were too high and needed to be adjusted. The customer was walked through the steps for changing the settings.